Event description:
It was reported that a cot dropped with a patient onboard. No adverse consequences are reported. The cot was examined by a stryker service technician and the cot was found to be operating according to specification.

Manufacturer narrative:
Na